Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel tortuosity and calcification were moderate. It was reported that approximately five years post implant secondary intervention was performed to resolve a proximal type I endoleak by implant of 32/32/45 endurant cuff and the endoleak was resolved. In addition, embolizations were performed to seal presumed type ii endoleaks. These events were not reported until a recent event on an unknown date where the patient presented with an enlarged aneurysm. A CT scan showed a "florid contrast blush" low down and anterior to the aneurysm sac, adjacent to the talent limbs. An angiogram was performed approximately two weeks later and revealed a type iii fabric endoleak originating from the upper half of the stent graft limb. The physician implanted a 16/16/93 endurant limb which was placed inside the contralateral limb extending from the gateway distally on the left side. Ballooning was performed, and final angio showed that the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine. The physician stated that the cause of the type iii fabric endoleak was fabric deterioration at the site of the suture holding the stent graft in position. They also state that the cause of the migration was no suprarenal hooks and aortic neck dilatation. Review of several still angio images show a likely type iii fabric endoleak coming from the left/contralateral limb. The location of the endoleak appears to be between the distal springs #3 and #4. The limb is essentially straight in this location (l-r), with no overlapping or angulated stents observed. The cause of the type iii fabric endoleak cannot be determined from these images.

Manufacturer narrative:
(B)(4).